Manufacturer narrative:
An investigation has been initiated. Additional information regarding the event and device has been requested. To date no further information has been provided. When the investigation is complete a supplemental report will be submitted.

Event description:
It was reported that 'when catheter was removed there was a hole at the top end of the line below the cuff."